Event description:
The patient returned back to the operating room in (B)(6) 2009. Once the back incision was opened the physician felt the site looked suspect, therefore, the extension was attached to the lead and coiled in the pocket. The neurostimulator (ins) was plugged off at the 0-7 receptacle and left the 8-15 open. The ins was implanted. In (B)(6) 2009 the patient returned to the operating room to complete the surgery. The extension was attached to the ins, but the impedances were greater than 40,000 ohms. The extension was replaced and the patient was sent to the recovery room. The impedances were still greater than 40,000 ohms post-op and the patient felt no stimulation. Troubleshooting was done at the clinic and the patient continued to have high impedances. The physician was arranging for the patient to return to the operating room for troubleshooting and replacement. Additional information has been requested.

Manufacturer narrative:
(B)(4).